Event description:
Procedure type: lung resection. According to the reporter: the customer reports that during stapling of the left pulmonary artery, the staple line did not hold resulting in extreme hemorrhage. Despite clamping, the patient went into shock and died.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date of initial report: 02/01/2012. This report is in response to a letter dated february 18, 2012, referencing report number 1219930-2012-00030, and signed by (B)(4) question 1: the device has not been returned to the company for analysis. Therefore, no lab testing of the identified device could be performed. Without this info we are unable to draw any conclusions about this reported event. Records from each mfg lot are thoroughly reviewed to ensure that our products are released meeting all current specs. Please refer to the response to question 7 for further details. Question 2: other than as described in the initial MDR, no further evaluation of the incident has been received from the attending physician, surgeon, hosp rep or the health care professional. Question 3: a review of historical records shows the observed frequency for similar events investigated and attributed to a device error is zero (0.0). Please refer to the response to question 7 for further details. Question 4: there is no statement in the product labeling indicating an expected frequency of occurrence for this type of reported event. Furthermore, without the device we cannot reliably determine the root cause for the alleged reported condition. The observed frequency for similar events is within historical observations. Please refer to the response to question 7 for further details. The devices described in the subject MDR are FDA device class 2. Please refer to the response to question 7 for further details. Question 5: the device has not been returned by the hosp to the company for analysis. Qa has been informed that the device is under sequestration at the hosp. Covidien has requested access to the device to inspect and photograph the device, but the hosp has denied the request. Question 6: no conclusion will be performed. The device has not been returned to the company for analysis. Question 7: a trend analysis was conducted to identify reports for the product reported in the original report (ID# (B)(4), endo gia roticulator 45-2.5 single use loading unit) in which there was a similar outcome (staple line did not hold, followed by death). This trend analysis identified one other report between february 2011 and january 2012. It should be noted that this other report did not have a sample returned for evaluation. Additionally, during this same time period, between february 2011 and january 2012, (B)(4) total devices from this product code (ID# (B)(4), endo gia roticulator 45-2.5 single use loading unit) were released for use. This equates to an incident rate of approx (B)(4). The MDR access number is 1219930-2011-00450. Question 8: the device has not been returned to the company for analysis; therefore, no lab testing of the identified device could be performed. Without this info we are unable to draw any conclusions about this reported event. Please refer to the response to question 7 for further details.